Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have received an open sample without support (seems unused), only first pack and the thread damaged and broken as can see in the attached picture. As the complainant was complaining regarding needle detachment, we have performed the needle attachment strength test to the open sample received. The result is 1.49 kgf and fulfils the requirements of the european pharmacopoeia: 0.35 kgf in average and 0.69 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the open sample received complies with usp/ep and b.braun surgical requirements for needle attachment strength and we do not know the origin of the damage in the thread. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client reported that the suture came loose when suturing the patient's skin. He subsequently requested a suture change to continue with the surgical procedure.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.